Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported that the unit alarmed vent inop due to a data acquisition printed circuit board /analog digital converter (pcb adc) reference failure. Patient information and involvement has been requested.

Manufacturer narrative:
There was no patient harm reported. Good faith efforts been made to obtain this information; none has been provided.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).